Event description:
It was reported by the affiliate that the (1) cdh33 was used during an unknown procedure. It was reported that the staples protruded. The case was completed with another instrument and there was no consequence to the pt.